Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the instrument channels were brushed, and the instrument was visually inspected for any external damage that could be attributed to the reported event. No abnormalities or associated damage were identified during the inspection. The internal channels were inspected using a slim diameter video scope and no foreign objects or internal channel damage were identified. The following defects were observed during the evaluation: the light guide lens was scratched, and the glue around the light guide lens was worn. The objective lens was chipped, and the glue around the lens was worn. The adhesive on the bending section cover was lifting, and the insertion tube was delaminated. The connector plug unit was stained. The bending angulations did not meet specification, and the angulation control knob was loose. A leak was observed at the water-resistant cap. An olympus support manager will be visiting the user facility to provide additional training. The investigation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during an unspecified procedure, a stent from a previous patient procedure was pushed out of the subject device and into the patient. The stent was successfully retrieved from the patient. It is unknown how the stent was retrieved from the patient. The customer reported a ten (10) minute procedural delay due to this event. Follow-up with the patient was performed and the patient was reported to be okay. The customer reported the subject device had been washed since the prior procedure. The nurse informed the decontamination staff the stent pushed out of the scope may have been from inside of the subject device and a previous procedure. The facility stated the device was brushed and nothing came out. It is suspected the brush being used is too small.

Event description:
The following additional information was received from the customer: the stent was removed from the patient using the grasping forceps. The brush used to clean the biopsy channel was a bristle brush.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation per CAPA-200413. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It could no be determined why the foreign material remained. There was no physical damage observed where the foreign material remained. Also, it could not be confirmed if the user¿s reprocessing method deviated from the instructions for use (IFU); however, the user did use a non-olympus brush. Therefore, the root cause could not be determined. This supplemental report includes additional information added to b5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer, the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: b5, h4, h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the size of the brush the user used was smaller than the channel diameter of the subject device, the user used non-olympus brush, and the anomaly was not found in forceps elevator raising range and the inside of the biopsy channel. The stent was not discharged by brushing during reprocessing after the initial procedure due to the unfitting size of the brush used for the channel diameter of the device. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
Additional information received from the customer. The intended procedure was an endoscopic retrograde cholangiopancreatography (ercp). After the initial patient's procedure, the staff believed the stent was stuck in the scope. However, after the staff brushed through it, nothing came out. The staff proceeded to reprocess the scope through the washer. The customer reported it is believed the staff was using too small a brush during cleaning.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.